Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had been using the catheter all of the time for about a week now and their frequency increased over the last 5-6 days. Patient said that currently in the hospital as about a week ago was diagnosed with a bladder infection which spread to their kidney. Patient was receiving IV antibiotics and when discharged they will probably continue with outpatient infusion antibiotics. Patient said might be discharged from the hospital in about 1-2 days. Patient also reported pain in same area and was on pain medication, morphine and narcotics. Patient said that while in the hospital that connected to implant and increased setting however stated they didn't feel stimulation. Patient services reviewed general information about therapy and how infection could affect the effectiveness. Patient was redirected to provide update to managing physician for their implant and to ask for any additional guidance. Patient said will send information through the portal. They will have to schedule a biopsy of kidney.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.